Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. No further info is available. (B)(4).

Event description:
A healthcare professional reported that a pt enrolled in a post market study experienced a reduced break time in both eyes 20 days after lasik surgery. The pt experienced the feeling of dry eye and the tear break up time was reduced to 6 seconds. Severity was considered mild for the investigator. The pt was prescribed cyclosporine and at the time of this report, treatment was ongoing. The event of reduced break up time was resolved. No further info is available. This is one of two medical device reports being filed for this study.